Event description:
While changing PICC dressing, PICC noted to be leaking where the catheter meets the hub. PICC was removed and replaced. Manufacturer response for PICC, PICC 2.0fr 24g (per site reporter): defective product given to vygon rep.